Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the acccess instrument. An initial accu tnl result was 5.9ng/ml. The accu tnl result was not reported out of the lab. The customer retested the pt original sample for accu tnl using a new tube. The repeated accu tnl result was 0.01ng/ml. The customer retested the pt original sample 2nd time using a 2nd new tube. The 2nd repeat accu tnl result was 0.01ng/ml. The accu tnl result was report out of the lab. The customer did not receive any report of pt injury requring medical intervention or change to pt treatment that can be attributed to or connected with this event.